Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("when provider tried to insert right coil, coil broke.") In a female patient who had essure (batch no. E66864) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("when provider tried to insert right coil, coil broke"). At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter considered complication of device insertion and device breakage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 02-mar-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("when provider tried to insert right coil, coil broke.") In a female patient who had essure (batch no. E66864) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("when provider tried to insert right coil, coil broke"). At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter considered complication of device insertion and device breakage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.